Event description:
Additional information received reported that the device was working fine. It was state that the healthcare professional (hcp) moved the pocket out lateral, nothing was explanted. It was stated that the problem was due to the patient¿s weight issues.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754: serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the device was moving in the patients pocket, making it hard to recharge. The patient was not able to charge efficiently. The patient was stated to be large. Impedance testing was done. The device itself was working. The antenna locate feature was done, which worked some of the time. The plan was to move the stimulator. The patient¿s status was alive with no injury. It was further stated that the revision was being scheduled. It was further stated that the revision would be a pocket revision. Additional information was requested, if received a follow up report will be sent.